Event description:
The patient presented with a total occlusion of the left internal carotid artery (ica) and middle cerebral artery (mca). Following the successful implantation of a stent at a posterior communicating artery (pcom) lesion, this device was being advanced to the mca when the stent prematurely deployed within the mca. The physician stated that the pcom anatomy was very tortuous and difficulty was encountered advancing this device to the mca lesion. Another stent was successfully implanted into the mca and there was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted a small amount of blood was present in the outer body. The inner body bumper marker was protruding through the distal end of the outer body and the stent was returned separately in a plastic bag. No anomalies were noted to the outer body. The inner body was found to have a bend on its proximal shaft and this resulted in some slight friction was the inner body was moved within the outer body. There were no anomalies noted to the stent. From the condition of the returned device, it appeared that the stent had been pushed out of the delivery system by the inner body being advanced. The definitive cause of the reported premature deployment could not be determined. Known possible causes are: failure of the user to sufficiently tighten the rhv (rotating hemostatic valve) securing the inner body and outer body; using the inner body catheter to advance the system; excessive interference between the guidewire and stent as a result of excessive tortuosity; and damage to the outer body caused by excessive force. Additional information did indicate the anatomy was considered extremely tortuous and the device was difficult to advance because of the tortuous anatomy. Based on this information, it is believed that tortuous anatomy resulted in the reported issue. Since this is considered an anatomical factor, the most probable cause for the event is operational context.

Event description:
The patient presented with a total occlusion of the left internal carotid artery (ica) and middle cerebral artery (mca). Following the successful implantation of a stent at a posterior communicating artery (pcom) lesion, this device was being advanced to the mca when the stent prematurely deployed within the mca. The physician stated that the pcom anatomy was very tortuous and difficulty was encountered advancing this device to the mca lesion. Another stent was successfully implanted into the mca and there was no reported clinical consequence to the patient.